Event description:
It was reported that the procedure was to treat a lesion located in the left superficial femoral artery. No resistance was felt during advancement of the stent delivery system to the lesion; however, after successful deployment of the stent implant, resistance was felt during retraction of the stent delivery system through the introducer sheath. Both devices were removed together as one unit. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the difficulty removing the self expanding stent system from the introducer sheath was able to be confirmed. Based on a visual and functional inspection, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.